Event description:
Fault description per the reporter is "function failure 43". Breas initial investigation showed that error code 35 appeared in the log file, which indicates the device stopped, prior to error code 43, which prevented a restart. The reported event lead to a hazardous situation defined as complete loss of ventilation, since the device terminated treatment due to the overheating. Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered, by triggering audible and visual alarms and a fail-safe shut down, in order to protect against a fault becoming a hazard. This report is submitted retrospectively because the original report is not visible in maude database.

Manufacturer narrative:
Analysis: fault tracing of the device has shown the root cause to be a hardware failure of the power supply (psu) board, due to overheating of the three gate driver circuits, showing error code 35. The exact root cause of the overheating could not be established but could potentially be caused by clogged air inlet filters. Alarms have been confirmed to be working, both audibly and visually, when tested at the date of the investigation. Conclusion: the reported event lead to a hazardous situation defined as complete loss of ventilation, since the device terminated treatment due to the overheating. Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered, by triggering audible and visual alarms and a fail-safe shut down, in order to protect against a fault becoming a hazard. This report is submitted retrospectively because the original report is not visible in maude database.